Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger fond the connector pin upside down.

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders had a recharger that was not charging as a result of the connector pin would only plug in backward which had been occurring since (B)(6) 2016. The desktop charger goes in upside down. There was a broken/bent/loose connector pin and they were unable to power on. The patient had a return of tremor in the right hand which was sudden in nature, had occurred on (B)(6) 2016. They were seeing an implantable neurostimulator (ins) low screen on the patient programmer and they thought the tremor was related to the ins being low and needing to be recharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.